Event description:
It was reported that the subject device had video signal intermittently cuts out. This issue was found during procedure. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: b5, d8, d9, h2, h3, h4, h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: faulty g1 board (printed circuit board). A definite root cause could not be identified. Based on the results of the investigation, the most probable cause of the malfunction: the video signal intermittently cuts out was traced to component failure of the g1 board (printed circuit board). Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.